Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device if there is suspicion that the introducer has been placed through the superficial femoral artery and into the profunda femoris.

Event description:
Before deploying a 6f angio-seal device, angiography showed the guidewire was in the superior femoral artery. The procedural sheath was exchanged for the angio-seal sheath. The correct position was found and there was backflow. Ultrasound was used to confirm a good position. The angio-seal anchor was pulled against the vessel wall and there was hemostasis. The tamper tube was pushed to place the collagen. After the suture was cut bleeding was observed. Ultrasound showed the anchor was located in the profunda femoral artery. The surgeon removed the angio-seal from the profunda femoral artery. Manual compression was used to achieve hemostasis. The patient reported to be okay.